Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a loud pop noise was heard and sparks were emitted from the CPR puck. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Additional changes made to b5 to reflect this was a duplicate report. This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch (B)(4).

Event description:
The reported event was originally reported under medwatch (B)(4).